Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-01524. Follow-up information indicated surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-01524. It was reported the patient suffered a fall approximately 1 month ago. X-rays were taken and showed the leads had migrated. Patient is currently without therapy and programming was unable to provide any stimulation. Surgical intervention may take place at a later date.